Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound; the speaker was confirmed to be defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.

Event description:
During evaluation at the philips repair bench, it was identified that the device had no speaker sound at start up test. The device was not in clinical use at the time the issue was discovered; no adverse event or harm was reported.